Event description:
It was reported on (B)(6) 2014, the patient had a revision surgery due to migration of the helical blade through the femoral head, lateral to the nail. This was discovered on a follow up visit and x-ray that was performed on (B)(6) 2014. During the surgery the physician removed the helical blade, nail and anti-rotation sleeve attached to the nail which appeared to be damaged at the proximal end and implanted a new nail and lag screw and reused the locking screw from the original surgery. This procedure was completed successfully with no surgical delay. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was received with the outside surface of part damaged near flat and along shaft; the nose end of part damaged on one flute. All other relevant dimensional features were measured and passed per the corresponding process documentation. The parts were evaluated with the current gage to the current inspection requirements and were found to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history record revealed no complaint related anomalies. The device history record shows lot# 7587946 of 11.0mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.